Event description:
The customer reported that they received erroneous results for one patient sample tested for ion selective electrode sodium. The sample initially resulted as 163 mmol/l accompanied by a data flag. The sample was repeated and resulted as 161 mmol/l accompanied by a data flag. The 161 mmol/l value was reported outside of the laboratory. Someone noticed the high result and decided to pull the sample tube to repeat it. It was repeated on a different c501 analyzer (serial number (B)(4)) and resulted as 140 mmol/l, which was considered to be the correct result. The patient was not adversely affected by the event. The sodium electrode lot number and expiration date could not be provided by the customer. The field service representative determined that there was a bad ise reagent probe, probe assembly, and sv1 valve. He replaced the probe assembly and valve. He ran calibration, quality control, and precision.

Manufacturer narrative:
It has been determined that the root cause for the issue was a hole in a rinse tube. The rinse tube was repaired. No adverse event was reported.